Manufacturer narrative:
H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications; h6: code 22 ¿ according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.

Manufacturer narrative:
H6: code 3331 - added with completion of product history review.

Manufacturer narrative:
Report also includes plc201200/(B)(4)/(B)(4).

Event description:
On (B)(6) 2015, the patient was treated for an abdominal aortic aneurysm. A gore® excluder® aaa endoprosthesis featuring c3® delivery system and two gore® excluder® aaa endoprostheses were implanted. The patient tolerated the procedure. On (B)(6) 2020, follow up revealed a distal type I endoleak due to one of the gore® excluder® aaa endoprostheses migrating proximally. The physician believes this is due to disease progression, as the device implanted was 20mm in diameter, and the left common iliac is now 25-28mm in diameter. A reintervention is planned. Further information from the fsa reported that the planned reintervention took place on (B)(6) 2020. An additional gore® excluder® aaa endoprosthesis was implanted, and the physician reinforced it with a palmaz stent. The endoleak was resolved and the patient tolerated the procedure.